Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a memo 3d semirigid annuloplasty ring, smd28, icv0968, as part of a mitral valve repair. The manufacturer was notified that the same day the device was explanted and replaced with a second memo 3d, however the size was increased to a smd32, icv0970. No further information was received.

Event description:
On (B)(6) 2019 a patient received a memo 3d semirigid annuloplasty ring, smd28, icv0968, as part of a mitral valve repair. The manufacturer was notified that the same day the device was explanted and replaced with a second memo 3d, however the size was increased to a smd32, icv0970. No further information was received. The manufacturer received additional information received on (B)(6) 2019 identifying the original repair didn't work as intended so the surgeon chose a larger size memo to create the correct repair. No allegations were made against the original device. It was regarded as simply a corrected mv repair.

Manufacturer narrative:
The manufacturer received additional information received on (B)(6) 2019 identifying the original repair didn't work as intended so the surgeon chose a larger size memo to create the correct repair. No allegations were made against the original device. It was regarded as simply a corrected mv repair. Based on the above information there is no indication that the event was related to any device related malfunction. The manufacturer will perform no further investigations and the root cause is deemed to be related to procedural changes.